Event description:
Boston scientific crm received information that, during a routine follow-up, this right ventricular (rv) lead dislodged and exhibited a loss of capture (loc). The threshold was greater than 7.5 volts, the sensing was 7.3 mv, and the pacing impedance was 423 ohms. The physician elected to reposition the rv lead, and all measurements were within normal range. There were no adverse patient effects reported, and there was no allegation against the boston scientific products.

Manufacturer narrative:
This rv lead remains implanted, so therefore will not be returned to boston scientific for laboratory analysis. At this time, there is no additional information. Should additional information become available, this report will be updated.